Event description:
Meter name: fast take. Strip name: fast take strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy, stomach ache. Their meter allegedly would not power on. The result on their meter was 245 mg/dl. Treatment was a unit of insulin. No further info has been reported.